Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tube holders were broken on top case. Plunger head is cracked by all screws, cracked screw boss on left plunger case and missing plunger head screws. Visible contamination. Error history log review found a force sensor test error. The root cause of the reported issue was found to be caused by the cracked/damaged plunger case. Actions were taken to mitigate the reported issue: replaced right/ left plunger cases and recalibrated. Power up, re-calibrated force sensor and device passed all the functional test.

Event description:
It was reported that the pump had a force sensor test error. No patient injury was reported.